Event description:
A physician reported that an ophthalmic console froze during a cataract surgery. A system froze and both touchscreen and the footswitch were not doing anything. The surgery was completed successfully after restarting the system. The patient harm was not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative was able to temporarily resolve the reported event remotely with the customer by restarting the system. The company service representative then visited the site and examined the system. The reported event was confirmed. To resolve the issue, the nonconforming host module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming host module. However, how or when the nonconformity occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).